Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 7083099 product family: scs-non-surg acc upn: m365sc41080 model: sc-4108 batch: 31695048.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information received that the reason for the revision was to make sure that nothing was infected.